Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor implant procedure. During the procedure, the device was placed in the patient and the patient underwent an atrial fibrillation ablation procedure. A magnet was placed on the device during the procedure and sensing was noted. The magnet was removed from the device and no sensing was observed. The device was removed and replaced. The patient was discharged.